Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing lows for the past three weeks ever since he was released from the hospital for another issue. The customer also visited the ER due to a blood glucose value of around 60 mg/dl. The customer did not fell well, but his blood work came out good. He treated with a manual injection and was released without being admitted for medical treatment. Troubleshooting was initiated for the low blood glucose and to inspect the pump. No apparent anomalies were found with the pump. The customer stated that his lows usually occur at night. The customer was advised to monitor the pump and call back if issues persist. No products were shipped or returned.